Event description:
It was reported that the patient received four inappropriate shocks due to oversensing of electromagnetic interference (emi) with their device. A lead integrity alert (lia) falsely triggered with some variance noted in impedance values and noise was exhibited on both atrial and ventricle electrograms due to the oversensing/emi. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.